Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. (B)(4).

Event description:
It was reported that this electrode exhibited oversensing related to changes in amplitude measurements resulting in delivery of inappropriate shock therapy. A revision procedure was performed. The electrode was successfully repositioned and programming changes were made to the sensing vector. No further inappropriate shocks were observed post revision. This product remains implanted and in service. No additional adverse patient effects were reported.